Event description:
Healthcare professional reported a left side removal due to the patient¿s concern with the product and deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease smooth and one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease smooth in the side radius assessed as fold flaw opening, and one sharp opening in the side posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.